Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm and motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and no delivery alarm. Blood glucose level at the time of the incident was 380 mg/dl and treated with manual injection. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.